Event description:
It was reported that after procedure tka, the device was broke. The procedure was completed without delay, using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Our investigation confirmed the coating failure. This device was manufactured in 2010. This failure mode had been previously identified and the device was re-designed to prevent the reoccurrence of this failure mode. The returned device was manufactured prior to these design changes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Design specification insufficient is likely the probable cause of the reported event. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.